Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield fit. Following troubleshooting, the customer indicated that the pump still had low suction, even on the maximum level. A replacement pump was sent to the customer. Multiple attempts to contact the customer for additional information went unanswered. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that she was experiencing low suction with her pump in style advanced breast pump and felt sick because she hasn't been able to pump properly. She reported that she has a clogged duct and fever, and has contacted her doctor, who prescribed an antibiotic.